Event description:
A medtronic rep reported that during a thoracic spine case, site transferred images to o-arm mvs without issue, however, when transferred to the stealthstation treon treatment guidance system, images were small and could not zoom or magnify. The o-arm mvs displayed 'waiting to transfer exams' but the exams did not transfer over to the treon. Pt was exposed to radiation from five un-utilized spins. The site aborted use of the stealthstation treon and continue with use of a c-arm. No further impact to pt.

Manufacturer narrative:
Medtronic rep performed a system eval on the stealthstation and determined the hard drive was 100% full and images were not able to transfer to the stealthstation. The site was informed of the full hard drive and notified to delete exams. Site confirmed they deleted exams and that the system is fully functional.